Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video connector insertion part lock does not work. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: lamp function cannot be turned on, air function cannot be turned on and video connector insertion part lock does not work was due to breakage of the lock mechanism of the video connector insertion part. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center is unable to turn on during set up. There were no reports of patient involvement.